Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067l radio frequency programmer head; product ID r2290 software analyzer.

Event description:
It was reported (through follow-up) that upon attempted power-up the programmer made a "crackling" sound and would not power up at all. The programmer was returned for service. It was indicated that there was no patient impact as a result of this event. It was further reported that the radiofrequency programmer head that was returned along with the programmer as an associated device was found to have a damaged cable and delaminated label during analysis.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and therefore the power supply was replaced. Analysis also confirmed the noisy system fan and it was also replaced. Concomitant products: product ID 2067l radiofrequency programmer head; product ID r2290 software analyzer. (B)(4).

Event description:
It was reported (through follow-up) that upon attempted power-up the programmer made a "crackling" sound and would not power up at all. The programmer was returned for service. It was indicated that there was no patient impact as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.